Manufacturer narrative:
Analysis determined the implantable neurostimulator was overdischarged and permanently damaged.

Event description:
The consumer, a manufacturing representative (rep) and a healthcare provider (hcp) reported that there was a communication problem. A stimulator overdischarge was suspected. The patient had a fall and broke her leg on (B)(6) 2014 which caused her to have a prolonged rehab for several months. The patient never charged her stimulator after they had it implanted and the device had been discharged since (B)(6) 2014. This is the first and only time the patient had been in overdischarge. The rep was in (B)(6) 2015 to do a trickle charge but after 6 hours of being in the office they had not been able to get it up and running. The patient was sent home and was to come back another day to continue a physician mode recharge (pmr). On (B)(6) 2015 it was noted that the overdischarge was confirmed and the patient was hospitalized for a femoral fracture and rehab and did not charge during that time. The patient needed to return to retry and try tapping the generator down or wrap. If unsuccessful the patient would need a new generator. The issue was ongoing. The rep later reported that the patient was still in overdischarged, likely needed a pocket revision, lost 30lbs from surgery, fall and rehab. There would be an attempt to perform a pmr on (B)(6) 2015. The rep later reported that a second attempt at physician mode recharge (pmr) was unsuccessful for this patient¿s battery that had been overdischarged since (B)(6) 2015. Both attempts in the office were for 5-7 hours of trickle charge; 7 hours on the first attempt and 5 hours in the second attempt today on (B)(6) 2015. The doctor was going to be updated and the plan was pending per the doctor¿s discretion. The doctor and rep later reported that the plan was to replace with a non-rechargeable device. No date had been set. It was noted that the patient had a history of non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n476091, implanted:(B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n476091, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported that the stimulator was replaced due to a deep pocket and they were unable to perform a pmr. The leads were within normal limits. The patient had good therapy post replacement. The patient had lost 40 pounds, which affected pocket depth. If additional information is received, a supplemental report will be sent.